Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. The shock vector was reprogrammed to distal coil to can, and the patient will continued to be monitored via the latitude remote patient monitoring system. There were no adverse patient effects reported. The implantable cardioverter defibrillator (ICD) and rv lead remain in service.